Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced an event of infusion set tubing detachment on (B)(6) 2025. The site of detachment was connector. The infusion set was in use for less than three hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005959, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005959 was manufactured according to the work instruction (wi) version 111 and manufactured in the line 6, on 05/mar/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4b03542 was manufactured according to the wi version 6 and manufactured in the machine itl01, on 04/mar/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4b05556 was manufactured according to the wi version 61 and manufactured in the machine sc02, on 04/mar/2024, with a total of (B)(4) units. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.